Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The device was removed and replaced. The patient was stable.

Manufacturer narrative:
The device was returned without identified device or use problem. A malfunction based on analysis was found. As received, the device output and telemetry communication were normal. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted with signs of rapid depletion. The hybrid circuitry was tested, and the results indicated elevated current drain, consistent with moisture damage depleting the battery prematurely. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.